Event description:
The doctor reported that the patient required removal of a medpor temporal implant after developing an infection. The doctor stated that the surrounding thin radiated tissue did not support the implant. The doctor stated that the patient is healing well, and is "stable with defect".

Manufacturer narrative:
A copy of the current medpor surgical implant instructions for use is enclosed with contraindication highlighted. This document accompanies each medpor implant.